Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to site issue on (B)(6) 2018 with blood glucose was 150 mg/dl. The customer did not experience any symptoms such as a result of site issue. The sensor will not be returned for analysis.

Manufacturer narrative:
The information in concomitant medical products was not included in the initial report. The correct information has been provided with this report.